Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#:1627487-2017-06042. It was reported the patient¿s lead migrated, as confirmed by x-ray. As a result, the patient underwent a lead revision on (B)(6) 2017. Effective therapy was restored post-op. Note: both of the patient¿s leads are being reported because it is unknown which lead migrated.